Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that post sensed t-wave oversensing was reported on the implantable cardiac monitor (icm). No changes or intervention was reported. The patient condition was unknown.